Event description:
Our office in another country reported that a female patient experienced symptoms with use of complete comfort plus. Patient reportedly consulted a doctor and was diagnosed with bacterial keratitis. No information received regarding treatment. Patient recovered. Root cause is unknown.

Manufacturer narrative:
Batch record review of reported lot and retain evaluation were performed; all results within specification.